Manufacturer narrative:
The pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. The pump failed the sleep current test. No blank display anomalies noted during analysis. No unexpected insulin flow block alarms noted during analysis. Successfully downloaded history files and traces using thump. The following power alarms/alerts noted in downloaded history on event date: low battery alert [104] on 03/27/2021 15:24:00.000 and battery failed alarm [58] on 03/27/2021 15:56:46.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following alarm/alerts noted on or near event date: 1 no delivery alarm during bolus on 03/20/2021 15:10:05.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2, lcd connector, keypad connector, lithium battery connector, force sensor, and motor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, faded serial number label, and battery cap contact missing. No blank display anomalies noted during analysis, blank display not confirmed. No unexpected insulin flow block alarm noted during analysis, no delivery alarm not confirmed. Sleep current anomaly confirmed due to moisture damage. Moisture damage confirmed on pcba 1, pcba 2, lcd connector, keypad connector, lithium battery connector, force sensor, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a blank display. The customer also stated that the crack on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and advised to replace the insulin pump; however, the customer will discontinue use of the device. The product will be returned for analysis.